Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump shuts down by it self (when it had a full battery) when picked up, bumped into, or touched. The customer's biomedical technician examined the device and found no sign of depressed or corroded battery pins. The event occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A review of the event history log identified multiple improper shutdown messages which were not reproduced . The device and battery were tested with passing results.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.